Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the colonovideoscope exhibited foreign objects in the jet tube, air/water (a/w) cylinder, a/w tube, and connecting tube had foreign objects had foreign objects, as well as the forceps channel port had corrosion. There was no patient involvement.